Event description:
As reported by the edwards lifesciences implant patient registry, a patient received a 26mm sapien xt valve and a 23mm sapien xt valve during the transaortic tavr procedure. Medical record review revealed following balloon aortic valvuloplasty (bav), a 26mm sapien xt valve was deployed right below the left and right coronary arteries; however, an appropriate seal was not possible due to the short landing zone in the annulus and very large lvot. The sinuses were obliterated and there was concern about expanding the valve further. Angiogram indicated severe paravalvular leak (pvl). Post dilation was performed with a 24mm balloon and significant recoil was noted. A 23mm edwards balloon was then advanced and inflated to a full 6 atmospheres during angiogram. It was noted that the more the valve was expanded, the more occluded the sinotubular junction (stj) became. The decision was made to deploy a 23mm sapien xt valve. The 23mm xt valve was lined up with the aortic end of the 26mm xt valve and deployed. Full expansion was not performed as it was ¿very stiff in there¿. The 23mm xt valve successfully pushed the leaflets of the 26mm xt valve and made a final seal. Final angiogram indicated no pvl. The procedure was completed and the patient was transferred in stable condition. It was perceived that patient factors (short landing zone in the annulus and very large lvot) contributed to the severe pvl. The patient¿s native annulus valve area measured 470mm2 by CT.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, patient factors (short landing zone in the annulus, very large lvot) likely contributed to the severe pvl. A 23mm sapien xt valve corrected the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.